Event description:
Two channels of our medsystem iii multi-channel infusion pump failed while attached to the patient. Latch error noted. This failure left us with only one usable channel. Flight team was packaging the patient when failure occurred. Patient was post-arrest with return of spontaneous circulation (rosc) on 4 drips (epi, dobutamine, bicarb and amio). Once in aircraft additional drips were placed on another pump, however this created a large lag time.